Manufacturer narrative:
(B)(4). A powerflex pro 6mm x 4cm 135cm balloon catheter was delivered to the lesion for post dilatation; however it ruptured within its nominal pressure. Therefore it was replaced with a same size new balloon catheter (non cordis). The procedure finished successfully. There was no reported patient injury. The target lesion was the common iliac artery. An ipsilateral retrograde approach was made to perform pta (percutaneous transluminal angioplasty). The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis is unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17300215 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (although unknown) may have contributed to the reported event as calcification of a vessel may cause damage to a balloon catheter. According to the instructions for use although not as a mitigation of risk ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a powerflexpro 6mm 4cm 135 was delivered to the lesion for post dilatation, however it ruptured within its nominal pressure. Therefore it was replaced with a same size new balloon catheter (non cordis). The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the common iliac artery. An ipsilateral retrograde approach was made to perform pta. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.